Manufacturer narrative:
MDR initial report submitted: 11/26/2008.

Event description:
According to the reporter: the device was fired but it did not place staples when the tissue was cut. It was noted when the other instrument the eea was inserted into the rectum. Manual suturing was used to resolve the issue. Patient had had a colitis surgery before this surgery and has anal fistula, therefore, the tissue was adhered, hard and thick. No bleeding was reported and nothing fell into the patient.